Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00310 on december 30, 2014. 01/05/2015 additional information: the patient identifier is (B)(6). The patient sample result was reported out as less than 0.04. The customer has two stat spin centrifuges. The stat spin 4 is set for 5200 rpms and the stat spin 2 is set for 8200 rpms. The spin time for both models is set for 3 minutes. It was recommended to the customer to increase the spin times. The customer stated that the spin time can not be changed as it was determined by the corporate office.

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated on the same advia centaur cp and the result was negative. The patient sample was tested again on the second advia centaur cp system and the results were negative. The false positive result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.